Event description:
The MFR received a report that the top enclosure of a continuous positive airway pressure device (CPAP) had melted into the printer circuit assembly (pca). There was no report of pt harm or property damage. The device has not yet been returned to the MFR for eval. A f/u report will be filed at the time the MFR's investigation is complete.

Manufacturer narrative:
Add'l PMA/510 (k)#: k052110.